Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device came out of the package with closed jaws and did not open. They remained closed and didn't reopen. There was no delay to procedure, no change to procedure, and surgery was successfully completed. There was no reported patient consequence.